Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a blood glucose of 440 mg/dl. The customer stated she went to the bolus wizard and cancelled the bolus. Customer was assisted checking the daily history to confirm that bolus was not delivered. The blood glucose was checked again and it went down to 327 mg/dl. Customer treated with the insulin pump. Customer declined troubleshooting for high blood glucose. The device was not returned for analysis.